Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (type, lot number, concentration, and dose unknown) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity. The patient's pump malfunctioned in the past and overdosed the patient. When the event occurred, what the issue with the pump was and the cause of the malfunction, drug information, device information, other medications the patient was taking at the time of the event, medical history, troubleshooting performed with results, actions/interventions taken, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. A healthcare professional later reported additional information. Starting (B)(6) 2015 the patient's pump was used to deliver gablofen (lot 2163-112; 2000 mcg/ml at 300 mcg/day). The patient's concomitant medications included avonex, lyrica, atenol, and hctz. And the patient's medical history included multiple sclerosis.